Event description:
Complainant alleged that during biomed testing the battery was unable to seat properly into the device's battery well. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.